Manufacturer narrative:
We received the following information regarding this complaint: it's bur. No sku provided. The contact phone number provided by the customer is invalid and cannot be contacted to request these questions. This is a follow up report for this additional information. Investigation results: involved product that broke during use was not returned, and cannot be formally identified and analyzed. Moreover, no unused instrument is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that a unk maillefer bur broke during use. Reportedly, no injury. The outcome of the event is unknown as of this MDR. Further information requested.